Event description:
Product evaluation received a complaint that a 350-7200bc device with a lot number of 1006024 was marked as a smooth round moderate profile gel-filled mammary prosthesis on the box but as a smooth round high profile gel-filled mammary prosthesis on the lid of the thermoform. Evaluation of the returned product and packaging confirmed the complaint.